Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a follow-up, episodes of noise oversensing were observed on this right ventricular (rv) lead. Testing was performed but the noise was not recreated. Boston scientific technical services (ts) was consulted and further troubleshooting was recommended. Additionally, a drop in pacing impedances was observed and the lead integrity was questioned. The physician has elected to continue monitoring the system at this time. This rv lead remains in service at this time. No adverse patient effects were reported.